Event description:
The customer reported that the device jaws could not be re-opened during a cystectomy. The device was not applied to tissue when this occurred. The knife is reported as being extended from the jaws. The surgeon opened another device and completed the procedure. There was no reported pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.